Manufacturer narrative:
(B)(4). D10: medical product: unknown acetabular shell: catalog#ni, lot#ni; unknown femoral head: catalog#ni, lot#ni; unknown femoral stem: catalog#ni, lot#ni. G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that a patient underwent a left hip arthroplasty on an unknown date. Subsequently, a patient-matched implant request was submitted to replace the acetabular liner. A revision surgery is pending for the patient however the reasons for the revision are unknown. Diligence is in progress for this event, to date no further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a2; a4; b1; b3; b4; b5; b7; d6a; g3; h2; h6; h10. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left hip arthroplasty. Subsequently, thirty-three (33) years post-implantation, a patient-matched implant request was submitted to replace the acetabular liner due to wear. A revision surgery is pending for the patient. Due diligence is complete as multiple attempts have been made however it was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.